Event description:
It was reported that the customer's insulin pump had a blank display. Customer states that she received an alarm but she does not remember what it said. She took out the battery and inserted 6 aaa (B)(4) batteries but still had a blank display. Customer's blood glucose level around the time was 198 mg/dl. She also reported that she received an a3 alarm. The battery cap is also a little damaged. During troubleshooting, the customer was advised to insert new aaa alkaline battery but the display was still blank. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had currents within specification and no blank display was noted. The liquid crystal display board was okay. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.